Manufacturer narrative:
(B)(4). Date sent: 3/4/2020. H2: additional information received: what does "proksial of clip was open mean?" The center of the clips, doesn't cover the open vein. When the surgeon held the clips with the help of dissector, clips dropped the vein. Was the center of the clip open (meaning not flattened)? N/a. Were there any patient consequences? The surgery duration was longer due to the issue.

Manufacturer narrative:
(B)(4). Date sent: 3/30/2020 d4: batch # r9388m investigation summary the analysis results found that the er320 device was returned with no damage in the external components and a clip in the jaws. The clip was removed in order to inspect the jaws and they were found with no damage. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained, and formed the remaining seven clips as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is (B)(6) 2019. A manufacturing record evaluation was performed for the finished device, lot number and no non-conformances were identified. Attempts are being made to obtain the following information and the device: what does "proksial of clip was open mean?" Was the center of the clip open (meaning not flattened)? Were there any patient consequences? To date no response has been provided and no device has been received for analysis. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap chole procedure, it was found that the clips crossed the press while they were using the er320 product. The clip is very comfortable where they are used. After firing er320, the clip was scissored and the "proksial" of the clip was open. The jaw of the device was not damaged. They finished the operation by using a competitor's device clip. Patient consequence was not reported.